Event description:
During a PICC line placement, the guidewire got stuck in the catheter and with minimal pressure, the wire unraveled and fragmented. Later chest radiographs revealed a 4 cm piece of the guidewire lodged in a peripheral right lower lug pulmonary artery. Interventional radiologist aware. Hospitalist contacted. Radiologist spoke with patient and documented. It was determined that no intervention or foreign body removal was necessary. Dates of use: 2008.